Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the hepatic portal region of the lower common bile duct. According to the complainant, the tip of the delivery system could not access the target lesion due to the tortuous nature of the anatomy. The physician 'expected the stent [would] jump out with great force, so they tried to deploy the stent at nearby the stenosis.' Upon attempting to deploy the stent, resistance was felt, and they could not actuate the handle. After further attempts, they were able to move the handle, and they heard a 'strange sound.' Fluoroscopy confirmed that the stent was not partially deployed. The physician removed the device from the scope and found that the inner sheath of the delivery system had exited the guidewire access port. Even outside of the patient, the physician could not deploy the device. The physician had to use another wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. No damage was observed to the delivery system. A functional test was carried out and the stent deployed without issue. The condition of the returned device was not consistent with the complaint event. The most probable root cause is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the hepatic portal region of the lower common bile duct. According to the complainant, the tip of the delivery system could not access the target lesion due to the tortuous nature of the anatomy. The physician ¿expected the stent [would] jump out with great force, so they tried to deploy the stent at nearby the stenosis.¿ upon attempting to deploy the stent, resistance was felt, and they could not actuate the handle. After further attempts, they were able to move the handle, and they heard a "strange sound." Fluoroscopy confirmed that the stent was not partially deployed. The physician removed the device from the scope and found that the inner sheath of the delivery system had exited the guidewire access port. Even outside of the patient, the physician could not deploy the device. The physician had to use another wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.